Event description:
The customer reported that the audio alarm is working intermittently. The mallinckrodt customer support engineer (cse) verified that the alarm is functioning intermittently. The cse inspected the device and found that #27 wire has a loose connection to the power switch. The cse reconnected the harness and the unit passed extended self testing. There was no patient involvement.